Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a unexpected power loss alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a unexpected battery power loss. Functional testing to be performed/completed: the insulin pump was received with a scratched case, a cracked case behind the insulin pump near the battery tube compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery power loss or replace battery alert or replace battery now alarm noted during the testing. There was no power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history file on the event date: (B)(6) 2021 however, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 07:05:00.000 alarmalertnotification and power loss alarm on: (B)(6) 2021 10:19:01.000 alarmalertnotification, (B)(6) 2021 10:19:12.000 alarmalertnotification, (B)(6) 202110:20:24.000 alarmalertcleared, (B)(6) 2021 10:58:33.000 alarmalertnotification ,(B)(6) 2021 10:58:44.000 alarmalertnotification, (B)(6) 2021 11:08:00.000 alarmalertnotification, (B)(6) 2021 10:05:24.000 alarmalertnotification, (B)(6) 2021 10:05:34.000 alarmalertnotification, (B)(6) 2021 10:05:37.000 alarmalertcleared. Upon checking on the detail trace file, power loss alarm was expected since the battery has low power. The customer might have used low/depleted battery. Device was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Failure analysis summary: the insulin pump was monitored for several days and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.